Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7280009. UDI: (B)(4).

Event description:
It was reported that the patient had a potential blood clot following a trial procedure with associated signs and symptoms of pain, redness, hot and swelling on both calves. The physician believed that the patient's symptoms were not device or procedure related. The patient was seen at the (ER) emergency room and was discharged with no complications. The patient had a lead pull procedure and the explanted devices will not be returned as they were discarded.